Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by patient that her heart rate is in the 90 beats-per-minute range with "simple activities." Device remains in use. No patient complications have been reported as a result of this event.